Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed the implantable cardiac monitor (icm) was experiencing ventricular under-sensing. No intervention has been performed. The patient's condition was stable.